Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7088020.

Event description:
It was reported that the patient was experiencing inadequate pain relief due to lead migration which was confirmed through x-ray. Reprogramming was done but was unsuccessful. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted devices were discarded by the medical facility.